Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Three devices were returned for analysis. Two (2) samples were received in unused conditions with their original packaging inside a plastic bag. One (1) sample was received in used conditions without its original packaging, without slide clamp, decontaminated and inside in a plastic bag. Visual and function testing was performed. The samples were fully priming and connected without difficulty, the pump was set running and no alarms were activated. The reported problem was not duplicated. The cause of the reported issue was not found. The root cause of the reported issue was unable to be determined.

Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, the pump exhibited cassette not detected error when there was 20ml or less of the volume left to infuse. No patient injury reported.